Manufacturer narrative:
Concomitant product(s): product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was unable to get any connection bars that showed their implantable neurostimulator (ins) was charging and they were afraid that the device will overdischarge (od). The patient believed the ins had flipped and stated that they felt it flip on (B)(6) 2015 while they were in bed. The ins was read with a clinician programmer and the impedances were checked on (B)(6) 2015. The physician was able to physically flip the ins over and a "great" connection was achieved. The device was turned back on and was giving the patient desired relief. The physician indicated that there was nothing left to do and advised the patient to be careful not to let the ins flip again. The indication for use of the device was noted as spinal pain. If additional information is received, a follow-up report will be sent.